Manufacturer narrative:
Visual inspection confirmed that two of the teeth had fractured off and one tooth was chipped. There are a few black markings seen on the surface of the device. The device was also tested for hardness and was found to be within specification. Device has field life of more than one year and four months. It is unknown how many times the device was used. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Per the persona knee system surgical technique "make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The orientation of the cemented tibial broach inserter/extractor handle is important to ensure proper and complete broaching resulting in full seating of the tibial implant on the bone." The improper alignment may lead to the teeth of the broach being damaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after tibial preparation, some teeth of the tibial broach were broken. The patient was unaffected and the surgery was completed with a different broach.